Manufacturer narrative:
D3: mfg establishment name; ICU medical healthcare manufacturing s.a. De c.v. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed or duplicated. The probable root cause is unable to be determined.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the water had leaked out of the cuff. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.